Event description:
A patient reported issues with their pump, the insulin gauge was incorrect. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional outcome information was received.